Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited low amplitude noise on the rate/sense and shocking channels on four occasions; all during the night time. The noise resembles electro-magnetic interferrence (emi). This noise could not be reproduced with pocket manipulation, isometrics, or valsava's maneuver.